Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) expired. According to the patient's spouse, the device had not been checked in years and was not functioning.